Event description:
The pt was implanted with the bacfix ti spinal fixation system in 1999. At approximately 8 weeks post-op, radiographic examination showed screw in s1 (right side) had broken about three threads below the head of the screw. Pt is asymptomatic and stable at this time.